Event description:
It was reported that: dr (B)(6) was performing a tavr with manta closure and experienced a complication. Cut down by vascular surgeon vessel repaired. There was evidence of arterial calcification upon review. Dr. (B)(6) completed procedure, patient stable post procedure.

Manufacturer narrative:
Qn#(B)(4). No return product evaluation could be completed as the device was not returned for investigation. Angiograms were obtained by vsi/teleflex revealing a high positioned access, copious calcification present. The device lot history record review for lot number mn2301532 manta 18f indicated during lot release of manta lot (mn2301532) two devices exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. An 86-year-old female patient (81lbs), presented in the or for a tavr procedure. Higher-positioned access was gained utilizing a micro puncture kit with ultrasound guidance. High access sites are listed as contraindications to the manta device due to the possibility of not catching on the vessel properly during deployment causing an ineffective seal at the access site. The arteriotomy was 6.3-7.3mm, moderate to severe lateral calcification, and lateral wall calcification, with a measured deployment depth of 4.5cm + 1cm. No issues were encountered advancing or withdrawing the 16f expandable proc edural sheath. Following the tavr procedure, activated clotting time (act) recorded was 266, heparin and protamine were administered, and an 18f manta device was deployed to the measured depth, in the right common femoral artery. Following deployment, hemostasis appeared to be immediate although the physician encountered an undisclosed complication and made the decision to perform a cutdown. The manta device was explanted, and the artery was sutured for closure. The patient did not experience any harm, injury, or health consequences from this event, and the outcome post-procedure was stable with positive distal pulses. The root cause of the surgical intervention is potentially user error due to the higher positioned access and the copious amount of calcification present. However, due to no information leading to the determination of the surgical intervention, the root cause remains indeterminable. The manta instructions for use procedure preparations state to confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy and procedure requirements indicate activated clotting time (act) should be below 250 seconds before closure. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. The severity of harm is ranked as a 4 based on the event requiring local surgical repair. There appears to be no product quality issue with manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: dr d. Was performing a tavr with manta closure and experienced a complication. Cut down by vascular surgeon vessel repaired. There was evidence of arterial calcification upon review. Dr. S. Completed procedure, patient stable post procedure.

Manufacturer narrative:
(B)(4).